Event description:
The customer called braun thermoscan's 1-800 line, reporting the unit was reading low on her daughter. The morning of the event, the customer took her daughter shopping. When the customer and her daughter returned home around 10:00 am, the child was acting "lethargic." Customer used her ear thermometer in the infant/toddler mode and obtained a reading of 98.6 f. (No health baseline had been established). Disbelieving this reading, customer used a rectal thermometer, and obtained a reading of 102 f. The customer reported that she needs to watch her child very carefully, because in april 1998, child had experienced a febrile seizure (the ear thermometer was not used prior to that seizure). In accordance with her dr's instructions, customer began alternating tylenol and motrin every three hours. Throughout the day, only the rectal thermometer was used to monitor the child. In spite of the medication, the child experienced a febrile seizure at 8:07 pm. Although the customer and her husband thought they could handle the seizure themselves, they eventually called the paramedics, because the seizure lasted so long. At the hospital, a rectal reading of 102.8 f was obtained. Initially, the dr thought the child had an ear infection, but subsequent bloodwork did not support this. The child is scheduled to see a neurologist.